Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. It is unknown if the events have been previously reported. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article entitled: abdominal wall repair using human acellular dermal matrix: a follow-up study author : edward I. Lee, m.d.a, chuma j. Chike-obi, m.d.a, patricio gonzalez, m.d.b, ramon garza, m.d.b, mimi leong, m.d., m.s.a,c, anuradha subramanian, m.d.c, jamal bullocks, m.d.a, samir s. Awad, m.d.. Citation: the american journal of surgery. 2009; 198: 650 657. Doi: 10.1016/j.amjsurg.2009.07.027. The aim of this retrospective study was to review the management, complications, and long-term outcomes of abdominal wall reconstruction (awr) using acellular dermal matrix (adm) in a large surgical cohort. A retrospective chart review of patients undergoing awr using adm from 2004 to 2007 was performed. A total of 77 cases in 68 patients (67 male and 1 female patient; bmi: 30.3 ± .9) with mean age of 61.1 ± 1.4 years were included in the study. During the surgical procedure, prolene 1-0 sutures were placed in a horizontal interrupted mattress fashion along the mesh and then brought out through the abdominal wall. Knots were tied anterior to the fascia. During the peri-operative period, reported complications included graft infection (n-7) which required operative intervention (n-1) and conservative management with incision and drainage, local wound care, and antibiotics (n-6), superficial infection (n-9) which required conservative management with incision and drainage, local wound care, and antibiotics, graft dehiscence/evisceration (n-8) which required operative intervention (n-2 in evisceration and n-3 in graft dehiscence) and local wound care (n-3), enterocutaneous fistula (n-4) which required operative intervention (n-1) and conservative management with total parenteral nutrition and local wound care because of the overall health of the patients (n-3), post-operative bleeding (n-2) which required operative intervention, and others (n-2). Long-term complications included hernia (n-21), superficial wound infection (n-4) which required incision and drainage (n-1) and antibiotic therapy (n-3), enterocutaneous fistula (n-4) which required operative repair (n-2) and conservative management (n-2) because of poor performance status, chronic wound (n-3) which were managed conservatively with local wound care, and abdominal wound laxity (n-1), in which the patient elected not to undergo operative repair. It was concluded that although adm is a viable option in awr, the high hernia recurrence rate warrants a continued search for alternative biologic materials to improve outcomes. No further information is available.